Event description:
It was reported that during a coronary stent procedure, difficulty was encountered removing the balloon catheter from the stent. When the balloon was removed, the stent was deformed. Pt went to surgery. Pt status is listed as "okay".